Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient has an appointment on the 8th and would like a manufacturer representative (rep) to be there. The patient stated they wanted to check the device and make sure it was working correctly. Patient services asked if this was a routine check. The patient stated that it seemed like they couldn¿t get the device to charge properly and it was ¿acting funny¿. The patient stated that they contacted their healthcare provider¿s (hcp) office and they told them they needed to contact the manufacturer to arrange for a rep to be at the appointment. No symptoms were reported. It was reported that the event occurred sometime before (B)(6) 2018. An email was sent out to the local reps in the area regarding the patient wanting a rep at their appointment. A rep replied that they would call the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying the report of the device acting funny was referring to the patient's charging issues. It was reported that the cause of the patient not being able toget the device to charge properly and the device "acting funny" was due to issues with charging. Actions taken to resolve these issues was the patient got instructions from the physician and the manufacturer representative (rep). It was reported that the patient's issues were resolved. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.